Manufacturer narrative:
The device was not received due to no samples being available for evaluation. Should samples become available, a follow-up report will be filed upon completion of the evaluation of if additional information becomes available. (B)(4).

Event description:
Baxter sales representative reported on behalf of the customer two occurrences where the clearlink luer popped off. It was reported that the patient lost 30ml of blood as a result of the cap popping off. The patient was receiving lactated ringers at 100ml/hr. The facility was unaware that the connections are to be tightened and secured prior to use. There was no adverse event or medical intervention associated with this report. No additional information was available.